Event description:
Healthcare professional reports :incidence of anaplastic large cell lymphoma (alcl) that appears to be associated with the use of textured breast implants. I have encountered 3 cases within the past 3 years (over 130 cases have been reported worldwide) and two of these were in pts who had mcghan implants, i.e. The same texturing process that allergan currently use." The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria which to diagnose alcl. Multiple attempts have been made to obtain further info including cytology/pathology reports, device info, etc. If/when add'l info does become available, it will be forwarded.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/aclc. For pts in the core study, in the labeling for silicone implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).